Event description:
During a neurovascular coiling procedure using an aristotle 14 (a14-200-002) guidewire the nitinol sheath separated. The physician was able to retrieve all parts of the guidewire as the separated components remained inside of the microcatheter.